Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned one open pen needle loose without teardrop label. It was reported by the distributor that the needle is blocked. The needle was visually examined and observed broken pe. Clog test could not be performed. Embecta was able to confirm the customer indicated issue. As the return samples were open root cause cannot be determined. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated issue as broken pe. Root cause cannot be determined.

Event description:
It was reported that 2 of the unspecified bd¿ pen needle were blocked. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 of the unspecified bd¿ pen needle were blocked. The following information was provided by the initial reporter: needle blocked.